Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height (fh) cubie drawer 1 was not opening. A field service engineer (fse) powered down the station, removed the auxiliary back panel, found that the pyxibus was not connected to drawer 1, reseated the bus to drawer 1, closed the back panel, and powered on the station. The customer inventoried the medications in drawer 1 to test its functionality. The system functioned as intended after the field service engineer repaired the device.